Event description:
During procedures such as measuring the circumference of the head of a fetus, the info on the screen and the raw data printout are correct, but the computer-processed printed report gives erroneous numbers. This problem occurs periodically. The device was purchased three months ago.